Event description:
It was reported that approximately one month post implant the patient experienced an infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6054-58 adaptor; 5873w adaptor. If information is provided in the future, a supplemental report will be issued.